Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that post surgery the pt had trouble feeling and moving his legs. The lead was placed retrograde due to pt's size. The physician took the pt back to surgery and pulled the lead out of the epidural space and left it in the fatty tissue above the spinal column. The symptom persisted. A CT scan was conducted with diagnosis undetermined. The physician decided to monitor the pt for (B)(6). No further info is available at this time.